Event description:
We were doing a liver resection case and the ethicon stapler misfired. We had to go in and do the manual override to release the stapler after it had misfired. Item: ethicon powered vascular stapler. Lot #: c9e623, reference #: pve35a. Manufacturer response for staple, implantable, echelon flex (per site reporter). They have provided a return kit for the sample and we are awaiting evaluation.